Event description:
During a paroxysmal supraventricular tachycardia procedure, an air leak was noted following insertion into the patient. Air aspiration was performed several times, which did not resolve the issue. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.